Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 11 mmol/l. The customer stated that the act button was unresponsive. The customer stated that the numbers were ramping on their own. The customer stated that the buttons might be stuck. The customer stated that the escape button does take them to the status screen. The customer stated that the act button does navigate to the main menu. The customer stated that the act button was not unresponsive during an easy bolus attempt. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.